Event description:
It was reported that the thinwall eptfe vascular graft that had been implanted in an axillo-femoral position 8 months previously was found broken in an eco-doppler procedure. The prosthesis was completely broken over the pt's waistline, but under the sternum. The graft was removed and replaced by another graft. It was also reported that during this time, the pt wore a very tight hernia truss, in the graft area. It was so tight that it cause abrasions. The pt is currently in good condition.

Manufacturer narrative:
Two segments of explanted graft were returned. Segment a measured 10 cm while segment b measured 3 cm. There were no sutures, suture holes or instrument marks on the graft. Graft tear was confirmed and was related to user error, as previously reported.